Event description:
It was initially reported that the pump alarm was heard during a dye study. The patient experienced symptoms of withdrawal. The healthcare provider gave the patient oral medications and he was fine. It was later reported that the patient had experienced symptoms of increased spasms over the past eight months. A CT scan with contrast dye was performed. The pump was replaced on (B)(6)2010. The reason for replacement was prophylactic removal to avoid in-vivo battery depletion; the pump was 7 years old. The patient¿s symptoms persisted post operative and was readmitted to hospital. The pump dosage was increased to 81.52 micrograms/day. The spinal segment of the catheter was replaced on (B)(6)2010. It was noted that the catheter had slipped from t11 to l1. Patient had a huge seroma. The pump dosage was gradually reduced to 63.13 micrograms/day. Per the reporter, there was no patient injury. The pump was used to deliver lioresal. Additional information will be provided when available.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when analysis is complete.